Event description:
Rptr has had numerous problems with reliability and performance of the instrument since day one in feb/march of 1993. Reinstallation occurred in 7/93second installation is better but still many voidouts of wbc counts, pet counts, back lit results, inconsistant qc data (or very unstable) but not sure due to instability of equipment function. There are variations occurring between auto sample and unusual sample-modes. Auto sampler often not performing well, if at all has a preponderance to often plug up. It requires constant bleaching, not at all the performance that was sold to rptr. Co has argued that the problem is rptr's, it seems that it is always something, rptr is or is not doing including the electrical. Rptr is not non compliant without their recomendations and instructions. The instrument is operating below the expected and anticipated sstandards rptr require. Rptr have documentation from an electrical engineer that the electrical specs are fine.